Manufacturer narrative:
(B)(4). This was reported against the incorrect product and incorrect contact information provided in the initial MDR.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2267 which occurred on the homechoice (hc) during use. The nurse stated that the home patient (hp) had this alarm last night and called the on-call nurse who advised him to start over with new supplies. The technical service representative (tsr) explained the alarm to the nurse. They will have the hp call if the alarm recurs. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp stated that he did not know what the cause of the alarm was. He stated that he talked to his rn about it and she called baxter. The hp did not develop any infections, or had any injuries as a result of this. The hp stated that he did not have the same issue since, and therapy was going well. No further information was received.